Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a false positive patient result was obtained. There was no report of patient impact.